Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2016, an attempt was made to implant an anatomical shoulder reverse, screw system, 4.5-33. It was also reported: "the surgeon wanted to implant the reverse products but when he was screwing the nut at the end of the surgery, the glene (patient's bone) broke. So, he has explanted the products and implanted an anatomic implant." It was also reported, that the used torque wrench could be incorrectly adjusted and so could provide more power than required (no information about the used instrument available at this point of time). Surgery was delayed for about 10 minutes.

Manufacturer narrative:
The manufacturer received the devices on october 19, 2016, investigation is ongoing.a cause for this specific event cannot be ascertained from the information provided.as soon as an investigation result will be available, an updated medical device report will be submitted. (B)(4).

Event description:
The surgeon has now reported that the torque wrench was not the cause of breakage, it was the patient's bone that was fragile.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that during the tightening of the locking cap at the end of the implantation the patient¿s bone was broken. The locking cap was tightening with a torque wrench. Finally, the surgeon explanted the products and implanted an anatomical implant. Devices analysis visual examination: the following devices were returned: torque wrench, 2 anatomical shoulder reverse screws and 2 locking caps. The torque wrench shows no damages or deformations. The delivered 2 anatomical shoulder reverse screws do also not show any abnormality. One of the 2 locking caps shows damages in the hexagonal area. It can be assumed that this was caused from the connection with the torque wrench. The torque specification of the torque wrench was tested. According to product drawing the torque must be in the range 4.0nm - 4.5nm. The measured values are within the specification. Root cause analysis root cause determination using rmw: damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, the patient's bone was broken during the surgery. While tightening the locking cap with the torque wrench the patient's bone was broken. The surgeon gave the information that the patient has a bad bone quality. This should be known before the surgery. The bone was fractured due to bad bone quality with the given external force from the torque wrench. The torque wrench is within the specification. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, the patient's bone was broken during the surgery. While tightening the locking cap with the torque wrench the patient's bone was broken. The surgeon gave the information that the patient has a bad bone quality. This should be known before the surgery. The bone was fractured due to bad bone quality with the given external force from the torque wrench. The torque wrench is within the specification. Conclusion summary it was reported that during the tightening of the locking cap at the end of the implantation the patient¿s bone was broken. The locking cap was tightened with a torque wrench. The torque wrench was tested and is within the required specification. The information received on (B)(6) 2016 explains that the torque wrench was not the cause for the patient's bone fracture. This statement was given by the surgeon. The surgeon also mentioned that the patient's bone quality was bad and therefore the bone was fractured with the given external force. It is unknown if the patient has osteoporosis or other kind of disease. No further information was provided. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).